Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire is confirmed; however, the exact cause is unknown. One segment of a 0.018 in guidewire was returned for evaluation. An initial visual observation showed the segment contained the proximal end of the guidewire. A microscopic observation revealed the most proximal coil of the coiled wire of the guidewire was disjointed. The coiled wire was observed to still be attached to the weld tip, which was also intact; however, the coil directly next to the weld tip was severely bent outward before aligning once more with the other coils of the wire. No blood or other usage residues were observed on the returned guidewire segment. While the exact cause of the damage observed in the returned guidewire could not be determined, possible causes include damage during packaging, handling, or use. A review of the manufacturing and quality controls and inspection records showed no evidence that the complaint was associated with the manufacturing process. There were no distinguishing features or information which could aid in identification of a specific root cause. A lot history review (lhr) of reen1882 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that the nitinol guide wire split at the end, leading to the head of the guide wire at the distal end greater than the opening of the dilator at the tip. This made it impossible for the dilator to insert the vessel. The vessel insertion of the dilator eventually succeeded after the split distal end of the nitinol guide wire was rimmed. (B)(6) 2021: the returned sample was deformed.